Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c2602 cusa excel 36khz straight handpiece had no vibration. The date of incident was not specified. There was no patient contact, injury and surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation and it was identified that the handpiece had a faulty transducer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device under evaluation. The reported failure was confirmed.

Manufacturer narrative:
The device was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The evaluation was unable to be performed and no root cause was determined.

Event description:
N/a.